Event description:
It was reported that prior to the start of a da vinci-assisted ovarian transposition surgical procedure, repeated recoverable fault 32056 occurred as the customer was setting up the da vinci system for the day. The customer stated they carried out a system hard restart and the error remained. The customer disabled arm 3. The technical support engineer asked if the surgeon was able to proceed with the planned case with three arms but customer was unsure. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: case was completed robotically. The field service engineer replaced the arm after the case.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) 3 to solve repeated 1123, 1774 and 32056 errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm 3 was analyzed and tested on an in-house system and triggered errors 32056, 48100,1123,1174 & 906 with a node of ac_4c. The unit was also tested on the patient side cart fixture test platform (pftp) and passed all tests. Upon further investigation, there was no fluid intrusion or physical damage. Remotefe also showed errors 32056 & 48100 had a p1 value of 0x1(yaw) and 0x2 (pitch). The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that